Manufacturer narrative:
One fast-fix 360 curved needle delivery system device used for treatment, was returned for evaluation. The complaint stated: ¿¿the surgeon was unable to tighten the knot.¿ t1 and t2 were not returned. No suture was returned. The depth limiter was not returned. The delivery curve was bent toward the left and the curve itself was distorted. The device still cycled and actuated despite the needle condition. These symptoms align with difficulty in reaching intended anchoring location. Per instructions for use: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during an acl surgery, the surgeon was unable to tighten the knot, t1 was already secured in the patient. The procedure was completed with a backup device with no delay or patient injury reported.